Event description:
It was reported that the device showed a full canister alarm when the canister was not full. It was impossible to troubleshot as tried everything and nothing worked. Even when canister was changed the pumps continued to alarm. The patient suffered no injury, but the treatment was delayed as there was no pump available at home.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection found no issues. The device was tested and performed within expected parameters. The functional evaluation did not establish a relationship between the reported complaint and the device. The investigation was closed and recorded as no fault found. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure, false alarm, has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.